Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dc s), a dissection of the common iliac artery caused by the 16 french (fr) in-line sheath of the dcs between the nose cone and the capsule occurred. The dissection was identified by digital subtraction angiography (dsa) and the insertion and removal of the angiography catheter at the end of the procedure. A surgical method of bypass surgery was used to resolve the dissection and restore flow. It was suspected that the dissection was caused by tortuosity of the anatomy. It was noted that the vessel diameter was varying from 6 mm to around 7 or 8 mm. No additional adverse patient effects were reported.